Manufacturer narrative:
Results evals: smiths medical is anticipating the return of the event sample. Upon receipt of the sample, and a completed investigation, a follow-up report will be submitted. We can report that we have not had any similar reports on this catalog number.